Event description:
During use for cardiopulmonary bypass, the bypass circuit was clamped and the pump was intentionally stopped. Upon pressing the start button, the pump did not rotate. The pump was manually rotated for a moment, and then was able to be restarted. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not begun.